Event description:
Patient revised for femoral and tibial loosening at bone/cement mantle. Osteolysis and polyethylene wear noted. Depuy cement used at primary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the tibial tray, femoral component, and tibial insert. The product/lot code combination required to search the complaint database was not supplied for the cement. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.